Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation; the customer provided the device history log for review. The customer's report was observed during the review of device data logs. However, without the device or the electrode pads root cause analysis could not be performed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed impedance testing using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.